Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hysterectomy. According to the reporter: the needle broke while surgeon was closing wound on the pt. An x-ray was done to confirm no metal was left in pt. Erp done as well. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 mins. There was no unanticipated tissue loss. Another suture used, x-ray was needed.